Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer loaded around 400 units of cold insulin. There was no reported impact to the customer's blood glucose level. The customer understood to load a new cartridge.